Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument's tip was missing. The instrument was found to have a missing piece at the distal end of the grips. The carbide insert was found to be damaged. The missing piece measured approximately 0.060 x 0.052 in size. The likely cause of the instrument damage is misuse/mishandling. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016 and confirmed that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: at the end of the da vinci-assisted surgical procedure, the surgeon allegedly noticed that fragment was missing from the tip of the large needle driver instrument. However, at this time, the location of the missing instrument fragment is unknown. In addition, it is unknown if the missing instrument fragment actually fell inside the patient and was also retained by the patient.

Event description:
It was reported that at the end of a da vinci-assisted partial nephrectomy procedure, the surgeon noticed that the tip of the large needle driver instrument was missing. According to the initial reporter, the site did not know if the missing instrument fragment had actually fallen inside the patient. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: she was not present during the surgical procedure that was not recorded on video. The surgeon was able to use the large needle driver instrument for the entire procedure but noticed at the conclusion of the surgical procedure that a piece on the distal end of the instrument was missing. To her knowledge, the surgical staff was in the process of removing the instrument when they noticed that the instrument tip was missing. The robotics coordinator confirmed that the surgical staff did not know if the instrument tip broke off during the surgical procedure or if it was already missing prior to the start of the surgical procedure. The da vinci-assisted partial nephrectomy procedure was completed and no post-operative complications have been reported. No x-rays were performed.